Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -11.00 diopter, in the patient's left eye (os). This was performed on (B)(6) 2016. Upon implantation, the physician noticed the lens was torn/broke. The lens was immediately exchanged for a lens of the same type, size, and diopter. As of the date of MDR submission, the lens has been returned but not yet evaluated.

Manufacturer narrative:
Brand name 'intraocular lens' to 'implantable collamer lens (icl)' - previous brand name is incorrect. Correct brand name is 'implantable collamer lens (icl).' Common device name 'implantable collamer lens (icl)' to 'intraocular lens' - previous common device name is incorrect. Correct common device name is "intraocular lens." Additional information: as of the date of the supplemental MDR submission, the lens has been returned and evaluated. Device evaluation: product evaluation found that the lens was returned in the lens case/vial. Visual inspection found that the haptic was torn/broken. There were fibers on the lens surface. Clear surgical residue/debris was present on the product. (B)(4).